Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed and a 24mm watchman flx laa closure device was implanted. One day post implant, a pericardial effusion was discovered. No further intervention was required and the patient was discharged the following day.

Manufacturer narrative:
Date of event - estimated as 1 day post implant since event date was not provided and event was reported to have occurred the day after implant.